Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an alert for high impedance on two separate days. It was suspect to be the early signs of fracture. It was additionally noted that when manipulating the device in the pocket, during isometrics the rv lead impedances spiked. During the replacement procedure, noise was noted on the electrograms (egm) involving the rv lead when the device was removed from the pocket and when the leads were manipulated near the header. The rv lead and cardiac resynchronization therapy defibrillator (crt-d) were explanted and replaced. No patient complications have been reported as a result of this event.